Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. Decreased sensing was observed on the right ventricular (rv) lead. Lead damage was suspected on the rv and atrial leads but was not confirmed visually. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-17843.